Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6)2022, the patient underwent high tibial osteotomy with the plate in question. On (B)(6)2023, it was reported that the plate was broken. The surgeon is considering re-operation but is uncertain at this time as to the details. No further information is available. Concomitant product details: unk - screws: trauma (part # unknown, lot # unknown, quantity involved - unknown) this report is for one (1) tomofixtibheadpl anatom med prox le he 4 this is report 1 of 1 for complaint-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. Device evaluated by MFR and device manufacture date : without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.